Event description:
The customer reported approximately 2 mls of diluent mixture leaked from the coulter lh 500 hematology analyzer. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse indicated the valve (vl47) was leaking at the probe wipe rinse line tubing. The fse stated that the customer replaced the tubing, resolving the leak. The customer also replaced red stripe lyse tubing incidentally. The instrument was returned to normal operation. (B)(4).